Event description:
It was reported that the left ventricular lead exhibited an unspecified malfunction. No further information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.